Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (packing coil) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed five packing coils in the target vessel. While advancing the next packing coil through the lantern, the embolization coil unintentionally detached within the lantern. The lantern containing the detached embolization coil was removed from the patient. The procedure was completed using another packing coil and the same lantern. There was no report of an adverse effect to the patient.